Event description:
It was reported that during a shoulder / biceps tendon surgery the device became bent at the beginning of the surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update dw 20-sep-2024: further information was provided that the broken fragment which was found during the investigation did not break off during the surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3687 serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the shaft was warped/bent along the shaft tip, and the notch was broken at the distal end. During the anchor system evaluation, the sutures were noted to be broken close to the anchor and tangled. Functional testing does not apply for this device. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. According to dfu-0054 at revision 5. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3687 serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the shaft was warped/bent along the shaft tip, and the notch was broken at the distal end. During the anchor system evaluation, the sutures were noted to be broken close to the anchor and tangled. Functional testing does not apply for this device. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. According to dfu-0054 at revision 5. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.